Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies, no troubleshooting was performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.